Event description:
It was reported that during an bulla resection procedure, the device could not be fired properly at the first and the second firing. Some staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the sc60 device was received for analysis with no visual non-conformances and with a gold cartridge and a green cartridge present. The cartridges were received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reloads b and c were tested for functionality by resetting and reloading it into the device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.